Manufacturer narrative:
(B)(4). The device has been received and the evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date device returned to manufacturer changed from (B)(4) 2015 to (B)(4) 2015. Device manufacture date changed from 02/28/2015 to ni. The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. As the sample unit was received without the minicap, the reported issue was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was missing from the automated peritoneal dialysis assembly kit. The event was discovered before use for peritoneal dialysis. There was no patient involvement. No additional information is available.